Manufacturer narrative:
Evaluation results: (graft occlusion), (hyper-coagulation; mildly to severely calcified vessels).

Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.9 cm abdominal aortic aneurysm. The aortic neck was 20 mm long, 26 mm in diameter, and contained moderate amounts of thrombus, but was non-calcified. The right common iliac was 12 mm in diameter and mildly calcified, and the left common iliac was 16 mm to 17 mm in diameter, tortuous, and moderately calcified. Access vessels were severely calcified. The patient had reported hyper-coagulation issues. It was reported that the talent stent grafts were successfully implanted without issues, and no kinks, twists, or endoleaks were noted. Approximately 10 days post-implant, the patient presented emergently with symptoms, and it was determined that the stent graft was completely thrombosed; the thrombosis was attributed to the patient's hyper-coagulation issues. Because the thrombus was too well formed, the physician elected to explant the stent graft and not to perform a thrombectomy. Upon explantation, there was no evidence of graft deformation, placement, or stability issues. No additional clinical sequelae were reported, and the patient is stable.